Manufacturer narrative:
To ensure compliance to 21 cfr 803.50 a retrospective review of this file was conducted to determine if good faith efforts were made to obtain the required information and/or an explanation of why any required information was not provided. This file has documentation that attempts were made to the facility to obtain information pertaining to patient, product, and/or procedural details (e.g. Date of the event, relevant test data, relevant history, lot #, catalog #, implant and/or explanted dates, and concomitant product(s) or therapy). The medwatch 3500a form previously provided represented all known information and no further follow up attempts were completed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during post-dilation of prosthetic aortic valve with a balloon valvuloplasty catheter, there was a tear in the left ventricular outflow tract (lvot). The patient expired, although it is unknown when the death occurred. The physician stated the incident was unrelated tot he balloon. The relationship of the device to the death is unknown.

Manufacturer narrative:
A full manufacturing review could not be performed as the lot number is unknown. The investigation is inconclusive as neither the sample nor images were returned for evaluation. Per bard's medical director, according to the information provided for review, the patient experienced a tear in the left ventricular outflow tract (lvot) during post-dilation of a prosthetic aortic valve. Exactly which portion of the lvot was not provided. It was reported that the patient expired, however, there is no mention regarding when the patient died relative to the cardiac event. In addition, despite not receiving medical records for review, the treating physician did state that "incident" was unrelated to the valvuloplasty balloon. It is therefore reasonable to suggest that the alleged incident was associated with a known complication of aortic valve replacement surgery and not due to any malfunction of the valvuloplasty balloon. The defective root cause could not be determined based upon the available information. The relationship of the device to the death is unknown. It is unknown if patient and/or procedural issues contributed to the reported event.